Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records revealed the holding sleeve-long for matrix was manufactured by magnum manufacturing center. It was inspected to the synthes incoming final inspection sheet using revision l on (B)(6) 2011. The product conformed to all requirements. This report was deemed invalid. (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the thread was bent. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Magnum manufacturing center manufactured the retaining sleeve ¿ long for matrix, p/n 03.632.036, lot number 6558999, for synthes purchase order 1226349. The material and heat treat of the part were confirmed to be correct. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements at synthes incoming inspection. The cannulation diameter at the tip, and outer diameters along the shaft were confirmed to be within specifications. The thread form could not be verified due to damage at the tip. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.